Event description:
Event description boston scientific received information that one day post mplant of this implantable atrial pacing lead, there was noise on the atrial channel with maneuvers and the pacing impedance was greater than 3000 ohms. P wave measurements were .4mv.